Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. Customer did not have a charging cable at the time of the call and was unable to confirm if the pump still turned on when plugged into a power source. Customer had elevated blood glucose levels (267 mg/dl). Customer stated that he will obtain syringes to stabilize blood glucose levels and continue insulin therapy.